Event description:
It was reported that the driver switched modes on its own while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device changing modes and running on its own was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft and bearings, as well as, a corroded potted trigger assembly. Those parts were replaced along with other components. Service will repair and return the device to the customer.